Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net, he ventricular lead exhibited high impedance and a varying thresholds. No intervention was performed. The patient would be monitored.